Event description:
As reported by the edwards field representative, two days post transcatheter aortic valve replacement (tavr) a severe paravalvular leak (pvl) was noted on tee. The sapien valve was originally implanted 70:30 aortic on (B)(6) 2012. When the valve was deployed, it moved slightly aortic and slightly tilted. The physicians attributed the aortic movement to the patient's blood pressure not being quite low enough, as well as the significant mitral annular calcification (mac) pushing the delivery balloon aortic. However, the final result was acceptable with mild to moderate pvl. Due to the significant mac, the decision was made to not post dilate, as the physician felt that the risk was too great. The patient did well the day following the procedure. However, on post operative day two, the patient progressively got worse. A follow-up echo showed a severe (4+) pvl. The physicians thought the pvl was coming from the side of the valve that was tilted. The decision was made on post operative day three to place a second sapien valve slightly more ventricular than the first to gain a seal. The second sapien valve was placed more ventricular. However, it did not improve the seal. Two subsequent post dilatations were completed, each with 1cc added to the syringe, but yielded only mild improvement. The physician then tried to wire the pvl with the hope of placing coils to close it off. However, the physician could not gain access to the pvl. The physicians felt that their last effort would be to place an additional sapien valve, once again more ventricular. The third sapien valve was placed, hitting their target. There were slight hemodynamic improvements and the decision was made to not proceed with any additional intervention. The physician's final assessment was 3+ pvl. The patient left the room in stable condition. Additional investigation revealed that the native annular diameter was 23mm by tee. There was severe mitral annular calcification. The native aortic root and valve were moderately calcified, with the calcium evenly distributed. The patient's ejection fraction (ef) was 55 percent. The imaging intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. The initial sapien valve was positioned 60:40 aortic prior to deployment, with a final positioning after deployment of 70:30 aortic. The physicians positioned the valve aortic because they were concerned about the severe mac. During deployment, ventilation was held, balloon inflation was held for three or more seconds, and there was no loss in pacing capture. The perceived cause of the pvl was a large chunk of calcium, which may have allowed the leak.

Manufacturer narrative:
The device is not being returned for evaluation as it remains implanted in the patient. The imaging is not available for review. Per the instructions for use, paravalvular leak is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In the absence of imaging from the case, the root cause of the reported moderate paravalvular leak cannot be determined. The sapien valve was correctly sized for the patient; however, the sapien valve was implanted 70:30 aortic due to severe mac. Per report, the perceived cause of the pvl was a large chunk of calcium. It is possible that a large chunk of calcium on the native valve in combination with the aortic and canted positioning of the sapien valve may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.